Event description:
This complaint originated as a result of a report received by baxter (B)(4) from (B)(6), dialysis unit. It was reported that the connector of the miniset transfer set (code: r5c4482, batch: unk) was broken and the device could not be connected to the bag or to the iodine cap. One unit was impacted. No patient involved. Sample is available.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this report for a connection issue was confirmed in the lab. The results of a sample evaluation revealed that the dark blue connector contained damaged threads and a leak noted between the dark blue connector and the patient line. The root cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.